Event description:
It was reported a power source alert 07 occurred resulting in pump shut down. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to manual injection for insulin therapy.